Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a replacement procedure due to inadequate stimulation, as the patient experienced poor tremor control. The physician assessed that the leads needed to be moved closer to the target area, as they realized the leads were not in an optimal location to control the patient's tremor. Postoperative imaging was performed, which revealed an insignificant change in lead location. The patient underwent a lead revision procedure wherein their leads were explanted and replaced. The leads were retained due to hospital regulations and will not be returned for analysis. Postoperatively, the patient was doing fine and reported enhanced tremor control.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative. D2b: additional pro code selection that applies to the indication of this device - nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7111747, UDI: (B)(4).